Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarms noted. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot, missing end cap sticker, and missing address/serial number label.

Event description:
Customer reported waking up to a battery out limit alarm on the insulin pump. Customer stated that the act and escape buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).